Event description:
It was reported that 12 days after surgery on a laparoscopic right hemicolectomy, an anastomotic leakage occurred. It was noted that ten reloads were used and had the same issue.

Manufacturer narrative:
D10 concomitant products: egia60avm, egia60avm egia 60 artic vasc med sulu (lot#:n4m1410y), egia60avm, egia60avm egia 60 artic vasc med sulu (lot#:n4m1410y), egia60avm, egia60avm egia 60 artic vasc med sulu (lot#:n4m1410y), egia60avm, egia60avm egia 60 artic vasc med sulu (lot#:n4m1410y), egia60avm, egia60avm egia 60 artic vasc med sulu (lot#:n4m1410y), egia60avm, egia60avm egia 60 artic vasc med sulu (lot#:n4m1410y), egia60avm, egia60avm egia 60 artic vasc med sulu (lot#:n4m1410y), egia60avm, egia60avm egia 60 artic vasc med sulu (lot#:n4m1410y), ta6035s, ta6035s ta 60-3.5 reloadable stapler (lot#:p4f0898) egia60avm, egia60avm egia 60 artic vasc med sulu (lot#:n4j1689y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b1, b2, h1 additional information: a3a correction has been reviewed pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.